Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 between 8:00 am and 9:00 am, the patient¿s continuous glucose monitor (cgm) displayed a reading of 90 mg/dl. No fingerstick blood glucose (fsbg) measurement was performed at that time. The patient was experiencing symptoms including frequent urination and cravings for sweets. No treatment or medication was administered at home. Due to these symptoms, the patient was taken to the hospital for evaluation. Upon arrival at the emergency room (ER), a fsbg measurement was obtained, showing a value of 230 mg/dl. During the visit, the patient received intravenous (IV) insulin, though the dosage was not confirmed. The sensor was removed during the visit. The patient remained in the ER until approximately 2:30 pm. Prior to discharge, a repeat fsbg measurement showed 70 mg/dl. At the time of the report, the patient was reported to be feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.